Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. A device history records review was completed and documented that the device met all specifications upon distribution. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications are well described in the literature. An unstable baseline temperature can be an indication to the user to begin the troubleshooting process before a cardiac output measurement is attempted. The patient¿s body temperature by can be obtained by different means and compared to the temperature obtained from the catheter. If they do not correlate to the clinician¿s satisfaction, it is common clinical practice to the abort the attempt to obtain cardiac output. The catheter can be exchanged if desired. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. (B)(4).

Event description:
It was reported that shortly after inserting a swan-ganz catheter into the patient, the temperature monitoring did not work. The temperature values were observed to rapidly change from 24 ºc to 45 ºc. The expected values were 36-37 ºc. There was no error message displayed. Since the blood temperature was not accurately measuring, the cardiac output could not be calculated. Additionally, while troubleshooting the temperature issue, fluid leakage from the thermistor connector port was observed. The catheter was replaced for another one through the introducer already placed. There was no allegation of patient injury. Patient demographics were requested and unable to be provided by the customer.

Manufacturer narrative:
Our product evaluation laboratory received one swan-ganz thermodilution paceport catheter with a monoject limited volume syringe and a non-edwards contamination shield. Leakage was found at the thermistor connector when testing patency of the distal lumen. The interlumen leakage was found between the thermistor lumen and the distal lumen in the catheter body at about 9cm proximal to the distal tip. The thermistor was submerged in a 36.9c water bath and read 37.0c on the vigilance ii monitor, which was within specification. The thermistor circuit was continuous. There were no open or intermittent conditions. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. All other through lumens were patent without any leakage or occlusion. No visible damage was observed from the catheter body or the returned syringe. The report of an inaccurate temperature issue was not confirmed with the catheter as received; however, the report of "leakage from the thermistor connector" was confirmed. An engineering evaluation task has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint.